Manufacturer narrative:
The pump passed self test and displacement test. No unexpected hardware low level failure alarms noted during testing however, hardware low level failure alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump had hardware low level failure. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer is able to complete pump rewind. The insulin pump will be returned for analysis.